Event description:
Machine instructed to infuse 200 ml bolus into closed secured container. Undergave by 50 ml approx. Tubing noted to be worn, pump did not detect, and fluid was noted to be static and not moving.